Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 498mg/dl which was treated with injection. Customer also reports that battery compartment was shattered which leads to insulin pump off and results in high blood glucose. Customer advised to discontinue the use of pump and revert to back up pan as per hcp¿s instructions. Insulin pump will be return for analysis.